Event description:
I used thermal care heat wraps for 6 hours on my abdomen to relieve the pain I was having. It resulted to a serious blistering burn. A day after the burned area turned reddish and black and inflamed until now. It's about 3 inches long and 3 inches wide. Is the product over-the-counter? Yes. Do you still have the product in case we need to evaluate it? Yes.